Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings were worn out, loose and no longer in axial alignment. It was determined that this created a situation where the cutter was not able to be inserted and not allowing the cutter to pass through. It was determined that if the cutter was able to be inserted and the device was ran, there would most certainly be heat above acceptable levels, that is why it heated up. Therefore, the reported condition was confirmed. The assignable root cause was determined to bed due to worn our bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the medium attachment device had damaged component - bearings, ball bearings cracked, cutting tool cannot be used and warning icon is missing. It was noted in the service order that the device had a damaged component and bearings. During pre-repair diagnostic assessment, it was determined that the device failed assessment for visual, lock operation, cutter insertion and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.